Event description:
It was reported that an unspecified quantity of homechoice low recirculation volume apd set with cassette had "holes in all of the cassette tubing¿. This occurred during preparation of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: three actual unused samples were received for evaluation in opened pouches. A visual inspection with the naked eye did not identify any "holes in all of the cassette tubing¿. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition of holes in the tubing was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.